Event description:
A materials specialist reported that one week following intraocular lens (iol) implant surgery, the lens was exchanged due to becoming dislocated and was not stable within the eye. The lens was replaced with an anterior chamber iol. Additional information was requested.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no similar complaints in the lot. Additional information has been requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).